Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to the lateral condyle screw dislodging. The dislodged screw was replaced as part of the revision surgery.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4).

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation at multiple locations on the returned component was performed and found wear markings on the screw head. One location was found to be slightly out of specification; out of tolerance condition was attributed to the wear or deformation of the head after the screw component loosened and backed out of the humeral component. Inspection steps are in place during the manufacture of the component to ensure product meets dimensional specification prior to distribution. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010, due to the lateral condyle screw dislodging. The dislodged screw was replaced as part of the revision surgery.